Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out of the tubing during manual prime. The customer¿s blood glucose level at the time of the call was 130 mg/dl. The customer was disconnected during prime. The drive support cap was damaged. It was advised to discontinue the use of the pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose and protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to prime alarm. The device had severely scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, stained address, serial number label and missing end cap sticker.